Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1388t st. Jude lead implanted: 1999-(B)(6); 1488tc st.jude lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that a polarity switch was observed on the device. The clinic suspected electromagnetic interference (emi) as a cause. Pacing polarity was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.